Manufacturer narrative:
The reported event of unable to loosen the setscrew to disconnect the lead was confirmed. Epoxy was found in the connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.

Event description:
Related manufacturer report numbers: 2017865-2023-22027. It was reported following implantation that the right ventricular lead had dislodged. The doctor reopened the pocket to reposition the lead, but was unable to disconnect the lead from the device header. Both the lead and the device were explanted. The patient was stable.